Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved with this complaint failed testing. The meter's label/ print was found to be smeared. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Event description:
On (B)(4) 2013, the reporter contacted lifescan USA, alleging illegible label info - meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.